Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005704 - the dentist reported that, 15 days after the dental implant was installed in intraoral region #30, its non-osseointegration was observed. Sixty ncm of primary stability was achieved.